Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information available, it is likely that the excess force exerted on the unit during preparation resulted in the reported event.

Manufacturer narrative:
Subject device is not available.

Event description:
During preparation of the device, the physician experienced resistance when advancing the coil in the introducer sheath. The physician examined the coil and noted that it was broken inside of the introducer sheath. There was no patient involved.

Event description:
During preparation of the device, the physician experienced resistance when advancing the coil in the introducer sheath. The physician examined the coil and noted that it was broken inside of the introducer sheath. There was no patient involved.

Event description:
During preparation of the device, the physician experienced resistance when advancing the coil in the introducer sheath. The physician examined the coil and noted that it was broken inside of the introducer sheath. There was no patient involved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the coil was stretched and had broken off at the proximal end as a result of being extensively stretched. Based on the investigation and information available, it is likely that the excess force exerted on the unit during preparation resulted in the reported event.